Event description:
Customer reported that he went swimming with the insulin pump and nowit no longer works and has fluid under the screen. Blood glucose value is 103 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).insulin pump received with blank display due to moisture damage on electronic assembly, also received with moisture damage on the motor, battery tube and vibrator assembly. Device received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.